Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side device rupture. The device has been explanted and replaced with another manufacturers' device.

Event description:
Physician reported right side device rupture. The device has been explanted and replaced with another manufacturers' device.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. (Shell thickness within specification). As per the investigation procedure, missing piece of shell assessed as inconclusive were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, e.1, g.2, h.3, h.6.